Manufacturer narrative:
(B)(4). This MDR is associated with MDR (B)(4).

Event description:
This MDR is associated with MDR (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the upper buttocks on (B)(6) 2016. No additional event or patient information is available. No product or data were provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). This MDR is associated with MDR report number 3004753838-2017-102292.

Event description:
This MDR is associated with MDR report number 3004753838-2017-102292

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and passed. Nordic bluetooth pairing test: pass. Tested on global transmitter final functional tester: passed. Performed share log review and a loss of connection was found in log. The patient's complaint was confirmed because there were loss of connection gaps present on the log. The reported event of a loss of connection was confirmed. A root cause could not be determined.